Event description:
An angio-seal device was deployed without difficulty into a patient who weighed over 300 pounds. Oozing was noted around the puncture site and the patient was transferred to the recovery area. Femostop was placed to achieve hemostasis and the patient was discharged the following day. Approximately two months later, the patient presented to the physician's office complaining of a lump near the puncture site. No further treatment was prescribed and the patient was sent home. The patient presented to the hospital with the same complaint. An ultrasound revealed an 8mm long object near the angio-seal insertion site. The patient underwent surgery where a skin nick was made and the surgeon removed an angio-seal tamper tube. The patient has reportedly recovered.